Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited noisy signals on the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) reviewed the device data and noted sensing of the signals in the presenting electrogram (egm); however, the field representative reported intermittent oversensing. Additionally, a gradual decrease in ra pacing impedance measurements was observed. Ts provided adjustments to the sensing settings. No adverse patient effects were reported. This pacemaker remains in service.